Manufacturer narrative:
The evoke lead was discarded. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details precautions for post-operative patients, including ¿after implantation of the evoke system, patients should take care to allow adequate healing and ensure that the leads and cls do not move.¿ the evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration or suboptimal placement, and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
During a follow-up visit two (2) months after permanent implant, a patient was evaluated for delayed wound healing at their evoke spinal cord stimulation (scs) lead implant site. The system was explanted.